Manufacturer narrative:
Additional information provided suggests that this device was replaced with a competitor device.

Manufacturer narrative:
This device has been received at our post market quality assurance laboratory for analysis. Upon analysis this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
At this time this device remains implanted. Should additional information become available this event will be updated.

Event description:
-

Event description:
Boston scientific received information that this pulse generator (pg) triggered elective replacement indicator (ert) unexpectedly. It was noted that the device settings had been unchanged. It was suspected that this device was depleting prematurely. No adverse patient effects were reported.